Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was 182mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.